Manufacturer narrative:
The returned sample was visually inspected and found non-conforming with foreign material on the port face and the port of the needle distorted; the tip of the probe was bent in ever so slightly, "pinching" and distorting the port of the needle slightly. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and was non-conforming for aspiration and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference (needle/shell assembly and foreign material) was removed the probe was able to aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a cut failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The most likely root cause for the poor cutting is the observed damage/wear to the inner cutter of the probe as well as the distorted port. A damaged/worn inner cutter can decrease the quality of the cut performed by the probe. How and when the inner cutter of the probe became damaged and the port became distorted cannot be determined from this evaluation. The root cause for the aspiration issue is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut and aspiration failures cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure o the probe occurred during a procedure. The condition of aspiration and actuation is unknown. The product was replaced and the procedure was completed. There was no patient harm.